Manufacturer narrative:
Report not confirmed. (B)(4) was created to investigate the customer¿s allegation. Another device of the same product model was tested per iso 10993-10 to determine if the detergent residue will cause an inflammatory response. The bio-compatibility assessment determined that residual detergent on the bone mill did not cause acute inflammation and irritation, even in a worst-case scenario. It was determined that the current instructions for use are adequate. The user manual states as follows: ¿wipe all surfaces of the midas rex® electric bone mill with a cloth dampened with a neutral enzymatic detergent (ph 6.0 - 8.0). Dry thoroughly. Sterilizing and drying the midas rex® electric bone mill base before storing decreases the likelihood of cross-contamination.¿ (B)(4).

Event description:
It was reported that "the IFU does not address how to remove the neutral enzyme solution from the midas rex electric bone mill from the device before drying. Any remaining residual detergent could trigger an inflammatory response in a patient." There was no patient involvement. On follow-up, the detergent used at the facility was identified, and information was forwarded to our toxicology department. That team reported that inadequate information was available to estimate risk.

Manufacturer narrative:
No conclusion can be drawn. CAPA (B)(4) was created to investigate this allegation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.